Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks for what appeared to be supraventricular tachycardia (svt). Device remains in service. No additional adverse patient effects were reported.